Event description:
After deploying sensor and tethering wire removed, the sensor was stuck on the delivery catheter. After 2.5 hours of troubleshooting and interventional cardiologist assistance to get the sensor off the delivery catheter. The healthcare professional stated that they believe the patient or user experienced adverse health consequences due to the delayed case and hemoptysis was experienced after the case. No treatments were provided to treat the hemoptysis as it coagulated on its own with time and observation. The patient was not hospitalized due to the hemoptysis, and the patient was discharged home and is recovering.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The clinic is unable to provide the patient weight; however, bmi was reported as 31.